Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens optic deformed, the haptic bent and deformed. Dimensional inspection found the lens within specificiations. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Health impact- clinical code: 4581 - significant reduction of irido-corneal angles, shallow chamber, iris pigments health effect impact code: 4625 - additional surgery - aqueous misdirection/vitreous taps. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.00/+2.0/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, elevated intraocular pressure, significant reduction of irido-corneal angles and shallow chamber. There was aqueous misdirection, which was relieved with vitreous taps. The lens was exchanged with a shorter lens but the problem was not resolved, the lens still had an excessive vault. The cause of the event was due to the device. Medication was prescribed, the cornea was clear, icl was centered, with iris pigments on lens. See MFR. Report # 2023826-2020-03219 for replacement lens.

Manufacturer narrative:
Corrected data: h6 - health impact - clinical code: 4581 - iris pigments should be removed as it is not applicable. Claim#: (B)(4).